Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The delivery catheter system (dcs) was returned. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Damage was observed on the inner member shaft and the tip was observed to be detached. The tip separation was most likely caused by a inner member shaft break. Historically, the root cause of a break within the inner member shaft leading to tip detachment has been related to manipulation of the dcs by the user resulting in damage to the inner member shaft. This damage most likely occurred during the attempts to remove the capsule tip guide tube. The capsule was observed to be separated near the proximal end of the capsule. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is experienced when the valve is loaded incorrectly. No procedural images or fluoroscopic load check images were submitted for review, therefore it cannot be independently determined if the valve was correctly loaded onto the dcs. The potential misload and/or the capsule damage may have caused the reported difficulty removing the capsule guide tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Voids were observed along the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site wa jagged and uneven. The nose cone was detached from the inner member at the distal end of the inner member. The capsule did not cover the valve. The valve cannot be removed from the dcs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during loading of this transcatheter bioprosthetic valve by the nurse, resistance was felt and the decision was made to remove the capsule tip guide tube, however, it was impossible. The surgeon attempted to remove it and the capsule was broken. There was no patient contact.